Event description:
It was reported the physician had difficulty implanting the lead due to pt size and anatomy during a permanent procedure. The procedure was very long due to difficulty with the lead placement. The physician added second lead to provide bilateral coverage. The pt reported effective stimulation post operative. The pt reported abdominal pain post operative and was admitted to the hospital. The physician believes the pain is related to the time the pt spect lying prone on the operating table during the implant procedure. Follow up revealed the pt is scheduled to be released from the hospital.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.